Event description:
It was reported that a dissection occurred. The 90% stenosed, severely tortuous and moderately calcified target lesion was located in mid left anterior descending artery (lad). A 1.50 x 15 mm semi-compliant balloon was used to pre-dilate the lesion. A 2.25 x 32 mm promus elite stent was deployed at 11atm and post dilated with a 2.50 x 12 mm non-compliant balloon. A proximal edge dissection was then noted. The patient experienced limited flow. The dissection was covered with another 2.5 x 20mm promus elite stent, and the procedure was completed successfully. The patient fully recovered and was stable post procedure.